Event description:
A caller reported an occlusion alarm. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, therefore no additional information was obtained.